Manufacturer narrative:
(B)(4). Physio-control evaluated the device and confirmed proper device operation through functional and performance testing. After a review of the electronic patient record, it was observed that the patient's ECG rhythm was initially in ventricular tachycardia. The customer then delivered a 50 joule unsynchronized shock, which immediately converted the rhythm into ventricular fibrillation. Eleven (11) seconds after the rhythm converted to ventricular fibrillation there was a shock delivered from the patient¿s internal aicd that immediately converted the ECG rhythm out of ventricular fibrillation into an organized rhythm. The patient did survive the event.

Manufacturer narrative:
Date of event of the initial medwatch indicates: date of event - (B)(6) 2015. Date of event of the initial medwatch should indicate: date of event - (B)(6) 2015.

Event description:
It was reported that during a patient event where the patient had initially complained of symptoms meeting myocardial infarction, the customer had thought they delivered a synchronized 50 joule defibrillation shock. After the shock the customer indicated that the defibrillator may not have been in the sync mode, which is required for a synchronized cardioversion shock and wanted to confirm by an evaluation of the electronic patient record and the key log downloaded from the device. The device user indicated that they initially had thought they were in sync mode. The records were reviewed and it was determined that the patient received an unsynchronized defibrillation shock which converted the patient¿s ECG rhythm to a ventricular fibrillation (v-fib) waveform. The patient¿s aicd (automatic implantable cardioverter defibrillator) automatically delivered a defibrillation shock approximately 11 seconds after the patient went into a v-fib rhythm and their ECG was converted. The patient survived the event.